Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide information regarding the issue. The customer reverted to manual injections for insulin therapy.